Event description:
It was reported that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(4). At 12:38 p.m., a sample from the patient was tested using the meter, resulting in a value of 2.3 inr. At the same time, a sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.1 inr. At 4:00 p.m. On the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.0 inr. Based on the laboratory results, the patient was advised to eat lots of green vegetables. No changes were made to the patient's warfarin dose. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. There were no test strips remaining for the test strip lot involved in the event. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is patient/consumer.